Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown when non-union or discomfort started. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient required revision surgery due to a diagnosis of non-union, which was confirmed through x-ray. Device history records review was conducted. The report indicates that the: part mfg date: 04feb2011, part exp. Date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm periarticular proximal humerus plates was processed through the normal manufacturing and inspection operations with no nonconformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to a non-union (at the proximal 3rd of the humerus). Reportedly, the patient had mild discomfort leading up to the nonunion diagnosis that was confirmed through x-ray. The patient was initially implanted on (B)(6) 2015 with a 5-hole periarticular proximal humerous plate to treat a femur fracture. During the revision, the 5-hole plate, unknown locking screws (quantity x 5) and unknown cortex screws (quantity x 5) were removed and all devices were intact. The patient was revised to an 8-hole periarticular proximal humerous plate, screws, and 5cc of demineralized bone matrix. No surgical delay was reported. No harm was reported to patient. The procedure was successfully completed. No products will be returned. No additonal complaint information is available. This part is for: five-hole plate. This complaint involves 11 devices. This report is 1 of 3 for (B)(4).